Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate toric lens and the lens tore during insertion. The incision was enlarged to remove the lens, but no sutures were required. Another lens was implanted.

Manufacturer narrative:
Report submitted 10/20/2005.